Manufacturer narrative:
Device 2 of 4: cev605g (lot # 201002mf1) - manufacturing date: february 2010. Device 3 of 4: cev605g (lot # 201111mf) - manufacturing date: november 2011. Device 4 of 4: cev605g (lot # 201111mf2) - manufacturing date: november 2011. The device (part # cev649-5b) was evaluated and indicated that the sheath presents traces of impact. Very likely resulting from collisions. Device 2, 3 and 4: cev605g (lot # 201002mf1, 201111mf and 201111mf2) were evaluated and indicated that one of the mobile blades was broken. The blades were blunt. The black plastics skirt was broken. In addition, the instrument presents traces of tightening with pliers. The observed breakage was likely due to the consequences of a fall or collision. No manufacturing fault could be detected on the instrument. The observed tightening traces could have contributed to the breakage. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
Four devices (part # cev649-5b and three cev605g) were returned to mxi service and repair.